Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
Based on the quality investigation details, the complaint failure mode was confirmed. The cause of the found failure mode was confirmed. The cause of the found failure was the delrin ball degraded and fell out of the latch lever. The product was scrapped.